Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:03 during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03 and determined that the root cause was a defective pump head module. The pump head module was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.